Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, the surgeon went to tighten the acl tightrope, ar-1588t, with arthrex tensioning handles. As he started to tighten, a strand broke at the femoral socket. There was no visible strand to try to grab so the surgeon had to make an additional incision to remove the tightrope from the joint. The case was then completed with no further incident.